Event description:
It was reported that oversensing and high pacing impedance were observed. The lead was capped.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. The ICD data were inspected. The iegm from episode 35 of september 15th, 2024, documents noise signals in the right ventricular channel. Furthermore, the pacing impedance increased from around 500 ohms to 3000 ohms around this date. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Data analysis showed no indication of an ICD malfunction. Should additional information or the lead itself become available for analysis, the investigation will be updated.